Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was successfully implanted at a depth of 10mm ncc and 8mm lcc. The patient had a membranous septum length of 3.9mm and no calcification extending beneath the aortic annular plane in the interventricular septum. The patient remained hemodynamically stable throughout the procedure. It was then noted that the patient's rhythm changed from sinus to bundle branch block and atrial fibrillation. A temporary pacer was implanted and in hospital monitoring was carried out. The patient later had a pacemaker implanted for bradycardia. There was a prolonged hospital stay due to this event.

Manufacturer narrative:
The device was not returned for analysis. An event of atrial fibrillation, heart block, and bradycardia was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, the reported atrial fibrillation, heart block, and bradycardia appear to be related to procedural conditions (10mm implant depth). The reported unexpected medical intervention and surgery were the results of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.